Event description:
Customer called to report high blood glucose's. Troubleshooting was performed. Device tested ok and the insulin exited. It was stated that the customer recently had a broken leg and was on pain medication. Customer requested a replacement unit.